Manufacturer narrative:
This report is submitted on sept 8, 2022.

Event description:
Per the clinic, the patient experienced skin overgrowth. The abutment was changed under a general anaesthetic on (B)(6), 2022.